Event description:
It was reported that during a case involving the left tibia (contrary to IFU), the artery was ballooned. Upon removal of the dilatation catheter, the shaft separated about nine inches from the tip. Upon further review of the returned product evaluation, the distal portion of the device was found to be separated. This is being reported as a malfunction MDR based on the location of the separation.